Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl. Customer was nauseous. Insulin injections were administered. Customer alleged there were "pump issues" and the infusion set was compromised. No further information was provided. Customer was admitted to the hospital for "kidney failure" and diabetic ketoacidosis (dka). Customer was treated with manual injections, "IV's" and blood infusion. Elevated bg/dka/kidney issues were resolved. There were no permanent damage. Customer was discharged on (B)(6) 2018.